Event description:
It has been reported to philips that the allura system did not start up, there was an error. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed that the flexvision pc did not automatically start up with the system. The fse replaced the flexvision pc and returned the system to use in good working order.